Event description:
Patient was undergoing treatment for occlusion in parietal region of basilar artery. Physician advanced penumbra psc032 reperfusion catheter into the distal region; however, it became hard to move the catheter. Transparent image showed that about 10 to 15 cm of the distal part of the psc032 had become stretched inside the patient's body. The psc032 was retrieved form the patient and found to be broken. Recanalization succeeded with another psc032.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device discarded by hospital.